Event description:
It was reported that the center locknut of the crosslink sheared off during tightening. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the eyelet post was sheared during tightening due to application of torque that exceeded post limits. A review of the device history records found no documentation to indicate a non-conformance to specification.